Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional left heart catheterization. Reportedly, a suture break occurred with the first proglide device. An attempt was made with a second proglide device. The device was advanced into the anatomy with no resistance and the foot was deployed successfully. When deploying the needle plunger, the foot broke (but didn't completely detach) and the device popped out of the artery. No portion of the foot remained in the patient. Slight vessel damage was noted; however, a femostop was used to achieve hemostasis and there was no other treatment needed for the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy; the patient was transferred to the intensive care unit and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.